Event description:
The customer reported to philips that the device was displaying a system error. The philips field service engineer (fse) later clarified that the device was failing the user initiated therapy test. There was no patient involvement.